Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a power error detected on the insulin pump. Customer was explained that the internal power source that was unable to charge. Customer disconnected and cleared the alarm. Customer removed the battery and stated that the notification light did not stop flashing immediately. Customer inserted a new battery and updated the time and date. Customer was still disconnected and completed the reservoir and tubing process. Customer was advised to monitor the pump.